Event description:
It was reported that premature battery depletion was observed on the implantable neurostimulator (ins). Also, high impedances, "over 100000 ohms on all," were noted on the lead and the two extensions. The status of the ins, the lead and extensions was noted as implanted - out of service. Patient status at the time of this report was noted as alive with no injury/no adverse event. Patient symptoms/complications were stated as less than 50% therapy relief. A possible revision and replacement was being considered. This was a c2 placement for facial pain. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of neurostimulator model 37702 serial (B)(4) showed no significant anomalies and was found to be at normal end-of-life (eol)/end-of-service (eos) with no telemetry or output observed.

Manufacturer narrative:
Concomitant medical products: product ID 3998, lot# v291951, implanted: (B)(6) 2002. Product type: lead: product ID 37743, serial# (B)(4), implanted: (B)(6) 2009. Product type: programmer, patient: product ID 3708360, serial# (B)(4), implanted: (B)(6) 2009. Product type: extension: product ID 3708360, serial# (B)(4), implanted: (B)(6) 2009. Product type: extension. (B)(4).

Event description:
Additional information received reported that no revision or replacement had been planned and the patient's status was not known. Additional information has been requested but was not available as of the date of this report.

Event description:
The patient¿s implantable neurostimulator was explanted and returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.